Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 1 required a new board. The entire machine would not power on while drawer 1 was connected. Through a process of elimination, the customer was able to power the machine on with drawer 1 unplugged; however, drawer 1 remained disconnected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 1 required a new board. The field service engineer (fse) troubleshot the issue and identified that matrix drawer 1 in the main unit was the cause. The pyxis station was powered off, and the matrix drawer board was replaced. All components were reassembled, and the station was powered back on. The firmware was allowed to update, after which the application loaded successfully. The fse logged in, accessed storage space configuration, and addressed drawer 1. The drawer failure icon cleared. Drawer 1 was addressed, and the escort inventoried the medications in the drawer. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.